Manufacturer narrative:
A sample device was not returned for analysis. Lenses remain implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a lot of her patients have glistenings in their implanted intraocular lenses (iol). Additional information was requested.